Manufacturer narrative:
Visual examination of the returned driver found that the most distal portion of the tip had broken off from the instrument. Review of device history records confirmed the instrument was manufactured to specification requirements. A CAPA that addressed tip breakage through design modification and material change has been implemented. This product lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports returned loan kit inspection found the tips of three viper2 x-tab polyaxial screwdrivers had broken off from the instruments. It is not known when/where tip breakage occurred. This report is for one driver, catalog# 286760010, lot mi20049 see mfg medwatch report# 1526439-2013-10244 for the other two drivers.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.